Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped3 pipeline vantage had a delayed collapse one year after implant. Angiographic result post procedure was satisfactory. Dual antiplatelet treatment was administered. No other information was received. Additional information received reported the pipeline was not used for an indication that was not approved. The devices were prepared according to the instructions for use (IFU). Doctor reported on (B)(6) 2023, that two months after the procedure date on (B)(6) 2022 the vantage had a slight fishmouth. During the one year follow up, the pipeline vantage had severe fishmouth/ collapse. The patient is alive with no injury. Dual antiplatelet treatment was administered. Angiographic result post procedure was good. The patient was being treated for an unruptured, saccular aneurysm in the right internal carotid artery (ica) suprachlinoid segment. The aneurysm was diameter was 5mm with a neck diameter of 3mm. Vessel tortuosity was moderate.